Event description:
It was reported to medtronic minimed that the customer received a replace battery alarm, a battery failed alarm, and damage to the pump. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was partially performed for battery failed alarm. Troubleshooting was performed for damage, and the customer reported damage to the battery tube and threads. The customer also reported that the pump functionality was affected. Troubleshooting was performed for battery cap issues, and the customer was requesting a spare battery cap. Troubleshooting was partially performed for replace battery alarm. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer responded that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed self test, active current measurement, and sleep current measurement. The thump was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found: battery cycle 40.0 received the lowbatteryalert (104) on 08/29/2025 11:06:00 faster than expected at 0.0 days. Battery cycle 14.0 received the lowbatteryalert (104) on 08/21/2025 19:20:00 after more than 7 days at 19.34 days. With reference to the battery duration failure analysis instructions, the customer experienced an unexpected power loss of less than 7 days per the pump history records. No failed battery alarm noted during testing however, noted in the pump trace download on 08/28/2025 at 16:03:16.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor, internal battery and vibrator assembly noted. The sc1 cap locks properly in place in the reservoir compartment noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, and stained keypad overlay. Customer alleged for unexpected low battery alert in the pump history. Unexpected battery power loss was confirmed, suspecting hardware issue. Per observation that the knit line near the belt clip plate is normal. No cracks on the case during the visual inspection. Cosmetic damage at the battery tube threads, battery tube compartment and belt clip rails were not confirmed, however, other cosmetic damage confirmed where scratched case, pillowing keypad overlay, cracked keypad overlay, and stained keypad overlay was noted. Allegation for failed battery alarm not confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.